Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the customer states the unit lowers when the customer is put into the lift.